Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomed. Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) observed the cardiosave intra-aortic balloon pump (iabp) unit failed all manifold tests. To fix the issue, the fse replaced the drive manifold assembly and the helium reservoir assembly and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance the cardiosave intra-aortic balloon pump (iabp) unit failed all manifolds test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10.

Event description:
N/a.